Event description:
During troubleshooting with baxter's technical service center regarding a check heater line alarm the home patient (hp) reported she had air in the line. The hp connected the patient extension lines after priming was completed and stated she connects the bags and opens the clamps while the hc is displaying press go to start. The technical service rep (tsr) advised the hp she will need start over with new supplies. The tsr explained the setup process to the hp and the hp stated she was taught to connect everything first and then do the setup. The tsr assisted the hp to start over with new supplies and walked the hp through the setup process up to connecting self. The tsr had the hp connect herself and press go to the initial drain. The tsr assisted the hp to bypass to fill 1 as she had completed the initial drain prior. The homechoice device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample not available.

Manufacturer narrative:
(B)(4) - an engineering quality review was completed for this report of check heater line alarm during fill and was not confirmed because a sample was not available for evaluation. The lot number was unknown; therefore, a batch review was not performed. The root cause was undetermined. The labeling review found the patient at home guide to be adequate for the suspected use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.